Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head broke off after using it a few times / the head came off [device breakage]; no adverse event [no adverse event]. Case description: a consumer of unspecified age and gender reported that he or she had a second oral-b flexisoft or precision clean brushhead that broke off after using it a few times with an oral-b rechargeable toothbrush, version unknown. He or she elaborated that the head came off and it was loose. This was not the first time that he or she had used these particular brushheads. No symptoms developed.

Manufacturer narrative:
14-jul-2016 product investigation results: reporter returned two toothbrush heads on 23-may-2016. Toothbrush heads confirmed to be counterfeit.

Event description:
Brush head broke off after using it a few times / the head came off [device breakage]; no adverse event [no adverse event]; product counterfeit [product counterfeit]. Case description: a consumer of unspecified age and gender reported that he or she had a second oral-b flexisoft or precision clean brushhead that broke off after using it a few times with an oral-b rechargeable toothbrush, version unknown. He or she elaborated that the head came off and it was loose. This was not the first time that he or she had used these particular brushheads. No symptoms developed.